Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the reaming phase surgeon had trouble with getting into the acetabulum. ¿robotic arm pushed to hard¿ was the main error appearing which would take him out of the haptics. He then would replace it same error. We then switched to the offset reamer handle and that seemed to help. Would like whatever information that your team can get out of it to tell the surgeon. Procedure was completed successfully but switched to manual. Surgical delay: 20 minutes.

Manufacturer narrative:
Reported event: an event regarding a stereotactic boundary failure involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 397 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a difficulty in entering the stereotactic field. There were other reported events ((B)(4)). Conclusion: all system accuracy checks passed. A rotational error was observed in the pelvic registration. The rotational error can cause difficulty in entering the stereotactic boundaries of the cup. The data at this time shows the mako system operated as expected. No system defect or malfunction is suspected.

Event description:
During the reaming phase surgeon had trouble with getting into the acetabulum. ¿robotic arm pushed to hard¿ was the main error appearing which would take him out of the haptics. He then would replace it same error. We then switched to the offset reamer handle and that seemed to help. Would like whatever information that your team can get out of it to tell the surgeon. Procedure was completed successfully but switched to manual. Surgical delay: 20 minutes.